Manufacturer narrative:
Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all the buttons had worn out and were hard to press to get them to function. Customer¿s blood glucose level was unknown. Customer also reported crack on the display screen. The device will not be returned for analysis.